Event description:
As reported, the customer was experiencing air bubbles in the manifold attached to the 8cc syringe when drawing back on the syringe. The syringe was replaced and the procedure continued. There was no air injection or patient complications. The used device will be returned for evaluation.

Manufacturer narrative:
The used device has been returned to the manufacturer, however the device failure analysis has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.